Event description:
The customer's father called to report a cannula misfire on pod. His son had elevated blood sugar that read high on the pdm bg meter over the evening. The pod was removed and they reported a strong smell of insulin, bruising and dried blood at the infusion site. They also reported that the cannula was visibly not within the infusion site and the needle had not retracted. They were able to activate a new pod and his blood sugars were normal by morning at 116. The pdm did not alarm. The device is not available for return and evaluation. No further information reported.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. Unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.